Event description:
The co's customer reported that the 3100a did not meet a performance specification. During routine preventative maintenance it was noticed that the alarm pcb was defective. There was no pt involvement at all.